Event description:
It was reported the patient presented to the emergency department with chest wall stimulation and discomfort. The remote transmission revealed high thresholds on the ventricular lead. Follow up concluded the lead position was not acceptable, resulting in a ventricular lead reposition. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.